Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and hv therapies. The episodes were due to atrial fibrillation with a rapid ventricular response. The device was reprogrammed successfully.

Manufacturer narrative:
No medwatch form was received.